Manufacturer narrative:
Device brand name: for type of device: shunt, central nervous system and components do you intend to return the device to the manufacturer in the near future? For type of device: shunt, central nervous system and components device lot #: for type of device: shunt, central nervous system and components where is the device now? For type of device: shunt, central nervous system and components.

Event description:
Excerpt from op note: "had a vp shunt placed many years ago for acute obstructive hydrocephalus. This worked well until a few months ago when she started developing increasing headaches and visual disturbances including diplopia... The patient was taken to the operating room and the shunt was revised with the entire placement of an entire new distal system and valve. The ventricular catheter worked well. The patient then presented back on several occasions with problems with the shunt. The shunt worked well for a couple of weeks, then she started developing what she thought were low pressure headaches...there was a small curve of the distal catheter just caudal to the anti-siphon device. I thought this could be causing the problem, so she was sent up for shunt revision today. This did not appear to be causing the problem, the problem appears to be in the valve system... The ventricular catheter was identified and cut just proximal to the shunt. Brisk egress of spinal fluid came out of the ventricular catheter without any event. This was perfectly clear and under relatively high pressure. A rubber shod was placed immediately. This indicates without question that the failure is somewhere within the system of the valve and anti-siphon device.

Event description:
Excerpt from op note:"had a vp shunt placed many years ago for acute obstructive hydrocephalus. This worked well until a few months ago when she started developing increasing headaches and visual disturbances including diplopia... The patient was taken to the operating room and the shunt was revised with the entire placement of an entire new distal system and valve. The ventricular catheter worked well. The patient then presented back on several occasions with problems with the shunt. The shunt worked well for a couple of weeks, then she started developing what she thought were low pressure headaches...there was a small curve of the distal catheter just caudal to the anti-siphon device. I thought this could be causing the problem, so she was sent up for shunt revision today. This did not appear to be causing the problem, the problem appears to be in the valve system... The ventricular catheter was identified and cut just proximal to the shunt. Brisk egress of spinal fluid came out of the ventricular catheter without any event. This was perfectly clear and under relatively high pressure. A rubber shod was placed immediately. This indicates without question that the failure is somewhere within the system of the valve and anti-siphon device.